Event description:
The stent balloon catheter was placed in the lad. The balloon was inflated and stent deployed. However, inflation device failed to deflate the balloon after stent deployment. Switched to a 10cc syringe and after three attempts, balloon was deflated.